Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 21-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a return of pain. Patient has walking difficulty, immobility, loss of balance, and is unable to get out of bed. Pt has continued increased pain. High impedance issue with 11,12 and physician note that the lower lead only has 4 electrodes in the epidural space. Physician did discuss possible revision/replacement . Pt will consider it, but is concerned with their advanced age. The issue is on ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from a manufacturer representative (rep). The rep reported that the pain was a return of baseline pain and the physician is aware. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, >10000 on electrodes 11,12,13. Stimulation was reported in the incorrect location. Tried to program around. Ins is also at eri. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep clarified what they meant by the issue being resolved: the patients battery is at eri. The plan is to replace the leads and battery.